Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown zimmer abutment fractured inside of the implant. The implant was removed. Tooth location 5.

Manufacturer narrative:
(B)(4). One tapered screw vent implant was returned for inspection. A visual inspection revealed that the implant shows large signs of wear and debris about the threads, collar, and internal drive feature. The internal drive feature is confirmed to contain a threaded metal device, which was too badly damaged to be removed. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components - internal hex or octagon components ¿ to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates abutment fracture, which necessitated implant removal. Alleged event was confirmed following inspection. A singular root cause could not be identified. Device evaluated by manufacturer.